Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device failed power up test with an abnormal noise from the fan and confirmed a s233 (overtemperature-psc) malfunction alarm code in the device history. The probable cause for the s233 alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was returned to the biomedical department with a note that stated, s233 malfunction alarm and noisy fan. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing, the device failed power up test with an abnormal noise from the fan and confirmed a s233 (overtemperature-psc) malfunction alarm code in the device history. No additional information was provided.